Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet only accepted charge when the user held the cable in a specific position, suggesting an intermittent connection at the charging cable or device charging port, despite correct setup and use of multiple outlets and a face-up placement on the charging pad. Symptoms included no adverse physiological effects and no reported changes in blood glucose control. Outcomes included no injury, no medical intervention, and continued therapy without interruption to glycemic management. Investigation included customer interview and troubleshooting guidance performed remotely. Investigation of this case revealed a suspected hardware connection issue consistent with a faulty charge cable or port. It was concluded that a device-related malfunction occurred, and a replacement device was provided to restore normal charging functionality.